Manufacturer narrative:
FDA notified yes: the initial reporter also notified the FDA on 05/09/2018 via medwatch # (B)(4). Investigation results: conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause: root cause is undetermined.

Event description:
It was reported that leakage occurred while using a bd plastipak¿ syringe 20ml luer-lok¿ the clinical trial subject experienced a leakage of csf from the icv device. The subject experienced vomiting during the night and was visited by the neurological team several times. In addition, it was reported the subject remained in the hospital as a precaution. The outcome of the event was reported as recovered/resolved on (B)(6) 2018.